Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly; the coil was intact with the pusher assembly and damaged. The outer diameter (od) of the undamaged section of the coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil of the smart coil was damaged. This type of damage typically occurs due to improper handling during preparation or use. If the device is forcefully manipulated, damage such as this may occur. The od of the undamaged section of the smart coil was measured and found to be within specification. The smart coils are 100% functionally test during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached one smart coil into the aneurysm using another manufacturer's microcatheter. While attempting to advance a new smart coil through the microcatheter, the physician was unable to advance the smart coil out of its introducer sheath and into the microcatheter. The smart coil was removed and the procedure continued using a new smart coil. There was no report of an adverse effect to the patient.